Manufacturer narrative:
The lead will not be returned as it was discarded at the hospital before the sales representative had a chance to retrieve it.

Event description:
Boston scientific received information that this right ventricular (rv) lead getting pushed out of the apex due to the patient's tricuspid regurgitation. The lead was explanted and replaced. There were no adverse patient effects reported.